Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had frozen display. Customer reported that the insulin pump buttons were not responding only the down button was working. Customer also stated that they had an insulin pump error alarm. Customer stated that they were not able to clear the alarm. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
Retainer ring = black. On (B)(6) 2021 customer alleged insulin pump's keypad buttons not working and screen is frozen. In addition, customer alleged pump received pump error 4 alarm. P-cap / reservoir locks properly into place. The following were noted during visual inspection: scratched case, cracked case near the corner of belt clip rails, and cracked case on the battery tube side. Device's history and trace files downloaded successfully using thus software. Device passed self test and displacement test. All buttons function properly. No damage noted to keypad assembly and j1 connector on pcb1 was locked properly during visual inspection. Device was monitored. No frozen screen noted. Device passed keypad voltage test. No pump error 4 noted during testing however, pump error 4 confirmed in the insulin pump history on (B)(6) 2021 at 10:24pm. Moisture damage noted in pcb1 board. In summary, customer allegation for keypad button not working was not confirmed during testing and during keypad voltage test. Frozen screen allegation was not confirmed after insulin pump was monitored. Lastly, customer allegation for insulin pump receiving pump error 4 was confirmed in the insulin pump history files on (B)(6) 2021 due to moisture damage in pcb1 board. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.